Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va035yd, implanted: 2012-(B)(6), product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3387s-40, lot# va035yd, implanted: 2012-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported impedance testing and reprogramming were done. Active contacts 10+ and 11- showed a low impedance value of 50 ohms. An elective replacement indicator (eri) message came up, and the patient was scheduled for replacement. The battery depletion was noted to be premature. It was indicated the issue was unresolved and the cause was not determined. No symptoms or outcome were reported regarding this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was programmed using electrodes c, 10, and 11 and impedances for electrodes 10 and 11 showed 56 ohms. The patient had a return of their parkinson's disease symptoms and they had no therapy. The manufacturing representative stated the extension may be replaced, the lead would remain, and they would try to program around. The patient's current settings were c, 9+, 10- with impedances of 1231 ohms for ventral intermediate nucleus one and c, 10- with impedances of 765 ohms for ventral intermediate nucleus two. Interleaving was used with ventral intermediate nucleus one and two. The patient's implantable neurostimulator (ins) had been at 2.54v and an elective replacement indicator (eri) was seen, but at the time of this report the ins was at 2.9v. During surgery on (B)(6) 2014, impedances of the ins and lead were checked and all impedances were normal. The right extension was replaced and impedances were then normal. The patient's healthcare professional (hcp) decided to replace the ins at the same time as the extension. Following the revision the patient was doing well and they were receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at normal end of life and telemetry and output were okay. The ins was at elective replacement indicator (eri) when received for analysis. It passed functional testing after the eri bit was reset. According to the initial review of the ins these were the active electrodes being used. A short across the active electrodes would pull down the battery and cause the eri bit to get set. This removes the drain on the battery and therefore it recovers which is why it was at 2.965 volts. If there had been an internal short across the battery, it would not have recovered after the eri bit was set. This would be considered normal depletion for an ins that has a short across the output. Analysis of the extension (B)(4) found no anomaly.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) was updated. The ins was at elective replacement indicator (eri) when received for analysis. A short across the active electrodes would pull down the battery and cause the eri bit to get set. When the ins was disconnected from the shorted lead the ins battery recovered to 2.965 volts. If there had been an internal short across the battery, it would not have recovered after the eri bit was set. The ins did pass final functional testing and bench testing; this is considered normal battery depletion for an ins that has a short across the output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.